Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was travelling to (B)(6) when the patient removed his sensor because he was experiencing inaccurate readings. Upon removal of the sensor, the patient noticed that cellulitis formed on his right arm. The skin underneath the sensor patch was swollen, red, inflamed and the same size of the sensor. The patient went to the emergency room. They were treated with antibiotics (bactrim) for a week. At the time of the report, the skin reaction was healed and the patient was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.